Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had problem with insulin delivery where insulin was squirting during priming and insulin pump rejected new battery. It was reported that they had motor error and buttons were sticking. The insulin pump will not be returned for analysis.